Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2010, a (B)(6) male pt contacted zoll customer support to report that the pt had open heart surgery and the lifevest is causing him pain on the incision. The pt also reported that the lifevest broke his skin on his back and that he is getting staph infections from the lifevest. The pt continued to wear the lifevest and a follow-up revealed that the pt was more comfortable in the vest. There was no additional follow-up on the condition of the skin issues.